Event description:
It was reported that cartridge alarm 20 occurred on pump during use, and caller noted additional cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, cts confirmed repeated cartridge alarms and arranged pump replacement, with no additional information provided regarding further actions or outcomes.